Event description:
During the electrode lead disconnect process while performing an emg procedure, the outer hub to the needle assembly came apart allowing the needle assembly to come out of the protective sheath. When this occurred the doctor was stuck with the unprotected used emg needle.

Manufacturer narrative:
No action: (B)(4). With an extremely low likelihood of serious injury resulting from a needle stick, it is determined that no field action is required. The likelihood of serious injury is remote.